Manufacturer narrative:
To date, the device has not returned for evaluation and was reported to acumed that it will not be returned as it was disposed of the items by the surgical facility. The root cause could not be established.

Event description:
It was reported that the surgeon was tightening the va screw through the hook plate and volar plate and while he was holding the hook plate in place, the tip of the screw driver broke off. He was able to remove the piece from the screw and replace the driver with another one we had in the set to complete the surgery.